Event description:
The patient was initially part of the ide clinical study and needed an MRI. Lead impedance was greater than 12k ohms. The patient does not feel stimulation. The patient is not in ot/pt. The patient is not using the magnet. The device was turned off. Since impedance was high, per labeling, device required removal or device and lead required replacement so that an MRI could be performed; patient requested removal. The ipg was explanted but the electrode remained implanted (lead was clipped and removed such that the electrode cuff was left in place on the vagus nerve).